Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date when the event occurred is unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s father reported customer received a reading from her adc freestyle libre sensor which she subsequently believed was erroneously high. Caller further reported that approximately two months prior to calling customer received an unspecified reading from the sensor and self-administered an unspecified amount of insulin in response to the reading. Approximately two hours later, she experienced a loss of consciousness and a seizure. Customer¿s boyfriend administered a glucagon injection and called the paramedics. Customer noted upon follow-up that at the time when she was experiencing hypoglycemia she thought her blood glucose level felt like it was ¿more or less 20 mg/dl¿. No blood glucose test was performed by the customer at that time. Upon arrival, the paramedics did not provide any medical intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor were reviewed and the dhrs showed the fs libre sensor passed all tests prior to release. Stability data for fs libre sensor was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was performed for the reported complaint and freestyle libre, no further track and trend review was required due to low rate of confirmed complain. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s father reported customer received a reading from her adc freestyle libre sensor which she subsequently believed was erroneously high. Caller further reported that approximately two months prior to calling customer received an unspecified reading from the sensor and self-administered an unspecified amount of insulin in response to the reading. Approximately two hours later she experienced a loss of consciousness and a seizure. Customer¿s boyfriend administered a glucagon injection and called the paramedics. Customer noted upon follow-up that at the time when she was experiencing hypoglycemia she thought her blood glucose level felt like it was ¿more or less 20 mg/dl¿. No blood glucose test was performed by the customer at that time. Upon arrival, the paramedics did not provide any medical intervention. There was no report of death or permanent injury associated with this event.